Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the rep was meeting with the patient because the patient wasn't getting pain relief that he needs, and would like to be reprogrammed. The patient's current settings for group a are: 6- 5- 4+ 3+, 300 pw, 800 hz; b: 12+ 14- 300 pw, 800 hz. After reprogramming their settings are: 11+ 12+ 14- 15-, 300 pw, 800 hz; b: 15- 14- 13+ 12+ 300 pw, 800 hz. The patient is not able to increase stimulation past 0.6 ma before getting out of regulation (oor). The patient's impedances were measure with the following results (ohms): 1 1150 2 1120 3 1260 4 1450 5 1140 6 1170 7 1330 8 1210 9 1160 10 1150 11 1370 12 1200 13 1170 14 1230 15 13600 the rep stated the initial impedance test showed impedances in the 3k ohms range. The rep was advised to not use electrode 15 since the impedances were higher. The rep reprogrammed the patient using high density (hd) settings, and noted that it might be a few hours before the patient gets relief due to the hd settings. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the high impedances were not determined. After reprogramming the patient is getting much better relief. No further information was reported.